Event description:
The hospital staff contacted me to inquire about this, so please let me know. I was using this c6 on a patient when an alarm went off and te255003 appeared on the screen. 1. What triggers the occurrence of te255003? 2. What is the possible effect on the patient or the c6? 3. Does this c6 need to be repaired or serviced?

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be a software error. No correction was needed. There was no patient or user harm reported.